Manufacturer narrative:
The pump did not have an audible tone during self-test due to bent transducer spring. However, the device passed the bolus and occulsion test.

Event description:
The customer reported that the pump did not have an audible tone. Troubleshooting was performed. The audible tone could not be heard.